Event description:
The suspect device (the lead) was received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Event description:
Product analysis was completed on the lead. No discontinuities were identified during continuity checks. A half set of setscrew marks were found near the end tip of the connector pin, indicating that the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The location of one additional set of setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Abrasions were noted on the connector boot and outer tubing at various areas of the first returned lead portion. The abraded opening was observed at ~157-159mm and a cut opening was observed at ~170mm. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner and outer tubing. There was no obvious path of fluid ingress other than the identified abrasions/openings and cut ends. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, high lead impedance was seen when new generator was implanted. The surgeon unscrewed and re-inserted the pin confirming that it passed the back end of the setscrew connector block. System diagnostics were ran again, and impedance value was within normal limits. Parameters were reset post-op, and impedance was still good. The following morning, a nurse checked in on the patient and ran diagnostics to find high impedance again. The nurse also reported that on previous reports there had been intermittent high lead impedance. Since it was intermittent, it was not previously reported to livanova. It was later clarified that the intermittent high impedance was also seen on the patient's previous generator. The following troubleshooting steps were performed in the operating room for high impedance: pin re-insertion, visualization of pin past the setscrew connector block, test resistor and generator diagnostics ran, and visualization for lead breaks on the exposed portion of the lead. The patient underwent a lead revision. Suspect device has not been received by manufacturer to date. No other relevant information has been received to date.